Event description:
It was reported a bladder neck suspension procedure was initially performed without incident on february 17, 1999. Approx three to four weeks post procedure, the patient returned with acute pain. A CT scan confirmed an infection was present. Both anchors were surgically removed without incident. There were no patient complications and the patient is good. The device has not been returned by the user facility. Therefore, no failure analysis is available. The co's follow up revealed following the initial procedure, the patient was continent. Directions for use outline as potential complications: "loss of fixation or pullout of bone anchors...infection is a potential complication of any surgical procedure. Aseptic technique must be adhered to throughout the procedure."